Event description:
Complainant alleged that during routine testing and preventative maintenance, the defibrillation output energy was lower than the specified tolerance for the selected setting. The complainant indicated that there was no pt involvement in the reported failure.